Event description:
Same case as: 2134265-2014-06776, 2134265-2014-06686. It was reported that automatic pullback failure occurred. The 85% stenosed target lesion was located in the mildly tortuous, mildly calcified and pre dilated distal right coronary artery. During a percutaneous coronary intervention (pci), an opticross¿ imaging catheter was used in conjunction with an ilab ultrasound imaging system and a galaxy intravascular ultrasound system sled to perform automatic pullback. However, it was noted that the transducer of the opticross¿ imaging catheter could not be moved. It was also noted that the automatic pullback failed thus the transducer could not be returned. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not available for evaluation; therefore, product inspection could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).